Event description:
Boston scientific received information from a journal article regarding a case study involving a patient who had recurring pocket infections. The infections occurred after a boston scientific cardiac resynchronization therapy defibrillator (crt-d) was implanted. The patient was effectively treated with antibiotics and the crt-d was explanted. No additional adverse patient effects were reported. The model and serial number for the crt-d was not provided in the article.

Manufacturer narrative:
Attempts to obtain additional information are currently being made. Once any additional information does become available, this report will be updated. Reference: jebran af, popov af, zenker d, bireta c, rajaruthnam d, friedrich m, schoendube fa. Treatment of cardiovascular implantable electronic device infection with daptomycin. Pacing and clinical electrophysiology. 2012; 35 (4).